Event description:
It was reported that when the asymptomatic patient presented for follow-up, noise was observed. The noise was reproducible in clinic. Externalized conductors were observed under fluoroscopy. A sternotomy procedure was performed and during the extraction, the patient developed a bleed. The bleeding successfully stopped after the repair. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.4-13.8cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 7.4-8.8cm from the distal tip. The inner coil was breached at this location. This is consistent with the observation from the field of noise.